Event description:
It was reported that customer experienced high blood glucose (bg) level reading "high." Customer delivered correction bolus via pump, also used injected insulin as directed by healthcare professional, followed labelling instructions for insulin and supplies, and confirmed no issues with infusion site, tubing, or connections. Customer was advised by technical support to replace supplies as needed, inspect equipment, and consult healthcare provider to discuss factors affecting blood glucose, which customer understood and acknowledged.